Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had beep anomaly. The customer¿s blood glucose level was 190mg/dl at the time of the incident. The customer reported that he had gone through an airport scanner recently and had noticed he was not getting his beeping alerts. They performed selftest and the pump did not beep during the tone test. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. The audio or beep or alarm feature functioned properly. No absence of alarm anomaly noted.